Event description:
It was reported by the patient that the remote monitor was "burning through batteries" so they had to be replaced often. It was further reported that the monitor was unable to complete the send phase of the transmission. The monitor was replaced. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however analysis did find that a capacitor was out of specification.